Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been hospitalized for diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Customer's blood glucose level was more 600 when hospitalized. Customer was treated with intravenous insulin infusion at the hospital for diabetic ketoacidosis. Customer reported headache, shortness of breath, back hurting and vomiting such symptoms at the time of hospitalization. Customer was assisted with troubleshooting. Customer stated that their infusion set cannula was bent and when they were put back on insulin pump therapy, insulin pump had insulin flow blocked alarm. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis. Frn-mmt 332a-rsvr, unomed set.